Event description:
It was reported the patient had lost 42 pounds and felt pain at the ipg site whether the stimulation was on or off. The patient reported the pain was present when she went from a sitting position to a standing position. The physician examined the ipg site and prescribed lidoderm patches and an anti-inflammatory. Further follow up identified the physician had met with the patient and was to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.